Manufacturer narrative:
A safety-quality evaluation was received on 09-may-2016 referring to ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure inserted. Approximately 10 years later, she was submitted to an imaging test which showed essure coils had migrated out of her fallopian tubes, broken apart and perforated her uterine wall. The physician recommended a hysterectomy, but consumer cannot afford the procedure. The reported migration and perforation are listed according to essure's reference safety information, while device breakage is anticipated according to the technical analysis. Uterine may occur with any trans-cervical intrauterine procedure; including insertion of essure. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering events' nature; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, due to the serious injury reported. The outcome of the technical assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 29-mar-2016. It refers to the adult female plaintiff/consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005. Shortly after undergoing the essure procedure, hysterosalpingogram (hsg) test was performed and consumer was advised that her coils were properly placed. She subsequently began experiencing excessive menstrual cycle bleeding, prolonged menstrual cycles, painful labor like cramping during her menstrual cycle, chronic pelvic and back pain, weight gain, abdominal bloating, hair loss, joint pain, and fatigue after undergoing the essure procedure. She never experienced any of these conditions prior to undergoing the procedure. On (B)(6) 2015, she underwent diagnostic imaging testing which showed that the essure coils had migrated out of her fallopian tubes, broken apart, and perforated her uterine wall. She was advised that she undergo a hysterectomy to have the essure device removed. Unfortunately, she cannot afford the procedure at this time. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure inserted. Approximately 10 years later, she was submitted to an imaging test which showed essure coils had migrated out of her fallopian tubes, broken apart and perforated her uterine wall. The physician recommended a hysterectomy, but consumer cannot afford the procedure. Only device breakage is unlisted according to essure's reference safety information. Uterine may occur with any trans-cervical intrauterine procedure; including insertion of essure. Also, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. However, considering events' nature; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, due to the serious injury reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated out of her fallopian tubes and perforated her uterine wall') and device breakage ('coils broken apart') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), dysmenorrhoea ("painful labor like cramping during her menstrual cycle"), menorrhagia ("excessive menstrual cycle bleeding/prolonged menstrual cycles"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), arthralgia ("joint pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, back pain, dysmenorrhoea, menorrhagia, abdominal distension, weight increased, alopecia, arthralgia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: safety-quality evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received- surgery added as a treatment for the events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated out of her fallopian tubes and perforated her uterine wall') and device breakage ('coils broken apart') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), dysmenorrhoea ("painful labor like cramping during her menstrual cycle"), menorrhagia ("excessive menstrual cycle bleeding/prolonged menstrual cycles/unending period"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), arthralgia ("joint pain / knees, ankles were bad, swollen, stiff and painful"), fatigue ("fatigue"), neck pain ("neck pain"), ear pain ("ear pain"), joint swelling ("knees, ankles were bad, swollen, stiff and painful") and joint stiffness ("knees, ankles were bad, swollen, stiff and painful") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, back pain, dysmenorrhoea, menorrhagia, abdominal distension, weight increased, alopecia, arthralgia, fatigue, neck pain, ear pain, joint swelling and joint stiffness outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, ear pain, fatigue, joint stiffness, joint swelling, menorrhagia, neck pain, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event knees, ankles were bad, swollen, stiff and painful was added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated out of her fallopian tubes and perforated her uterine wall') and device breakage ('coils broken apart') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), dysmenorrhoea ("painful labor like cramping during her menstrual cycle"), menorrhagia ("excessive menstrual cycle bleeding/prolonged menstrual cycles/unending period"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), arthralgia ("joint pain"), fatigue ("fatigue"), neck pain ("neck pain") and ear pain ("ear pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, back pain, dysmenorrhoea, menorrhagia, abdominal distension, weight increased, alopecia, arthralgia, fatigue, neck pain and ear pain outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, ear pain, fatigue, menorrhagia, neck pain, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query.event with pt :periodontal disease were deleted. And event unending periods were clubbed with excessive menstrual cycle bleeding/prolonged menstrual cycles/unending period. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated out of her fallopian tubes and perforated her uterine wall') and device breakage ('coils broken apart') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), dysmenorrhoea ("painful labor like cramping during her menstrual cycle"), menorrhagia ("excessive menstrual cycle bleeding/prolonged menstrual cycles"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), arthralgia ("joint pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, back pain, dysmenorrhoea, menorrhagia, abdominal distension, weight increased, alopecia, arthralgia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure coils had migrated out of her fallopian tubes and perforated her uterine wall') and device breakage ('coils broken apart') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), dysmenorrhoea ("painful labor like cramping during her menstrual cycle"), menorrhagia ("excessive menstrual cycle bleeding/prolonged menstrual cycles"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), arthralgia ("joint pain"), fatigue ("fatigue"), neck pain ("neck pain"), ear pain ("ear pain ") and periodontal disease ("unending period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery for essure removal). Essure (ess205) was removed. At the time of the report, the uterine perforation, device breakage, pelvic pain, back pain, dysmenorrhoea, menorrhagia, abdominal distension, weight increased, alopecia, arthralgia, fatigue, neck pain, ear pain and periodontal disease outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, device breakage, dysmenorrhoea, ear pain, fatigue, menorrhagia, neck pain, pelvic pain, periodontal disease, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: new reporter and event neck , ear pain, unending period added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.